Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review of the product family will be conducted. If there is any further relevant information from the review, a supplemental medwatch will be filed.

Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, thrombosis occurred. The patient had 2 target lesions; a 99% stenosed, 24mm in length, lesion in the proximal left anterior descending (lad) and a 99% stenosed, 28mm in length, lesion in the proximal left circumflex (lcx) artery. Intravascular ultrasound (ivus) was performed. The proximal lcx was predilated with a 2.0x15mm non-bsc balloon at 14 atmospheres (atms) for 15 seconds (secs). A 3.0x28mm taxus express2 drug eluting stent (des) was deployed at 12 atms for 40 secs. Ivus was performed. The proximal lad was predilated with a 2.0x15mm non-bsc balloon at 14 atms for 15 secs. A 2.5x24mm taxus express2 des was deployed in the proximal lad at 12 atms for 40 secs with no overlap with the 3.0x28mm taxus express2 des. Ivus detected that the proximal stent strut of the 2.5x24mm taxus express2 des did not appear completely apposed. The stent was post dilated with a 3.0x10mm non-bsc balloon. Ivus was performed with "no abnormal finding". The patient was given heparin and 100mg cilostazol for 3 days following the procedure. The patient started on ticlopidine 200mg and aspirin 100mg a day. Five days later, the patient reported chest pain and suffered from shock and st-elevation on EKG. Thrombosis was discovered in the distal portion of the 2.5x24mm taxus express2 des. The thrombosis extended distally from the stent. A non-bsc guidewire was unable to cross the lesion when ventricular fibrillation (v-fib) occurred. The patient required defibrillation. The thrombosis was aspirated with a non-bsc aspiration catheter. Ivus revealed residual thrombosis in the stent. An intra-aortic balloon pump (iabp) was inserted. The patient was given 36 "millions" units of urokinase. The stent was postdilated with a 2.5x14mm non-bsc balloon catheter. Timi 3 flow was restored. The iabp was removed at an unspecified time in "2007". The patient remains hospitalized; however, the patient's condition is "improving".